Event description:
The customer reported the system displayed a system message. The customer could not complete the laser treatment after several shots. The surgeon closed the incision and completed surgery on the following day. Multiple attempts were made for more information on the event and patient status with no response to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed, when additional information becomes available.